Event description:
The product the pt has for off-label use is unk. It was reported one of the pt's leads was not providing adequate coverage due to its location. On (B)(6) 2013, the lead was repositioned and resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.